Event description:
It was reported that nursing staff noticed seeding at insertion site. When they looked under the dressing, they found the distal lumen had disconnected from the hub of the catheter. There were no associated pt complications reported.